Manufacturer narrative:
(B)(4) the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The out of specification force sensing resistors were identified during functional testing. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have out of specification force sensing resistors. No additional information is available.